Event description:
The user received questionable troponin I stat (tni) results for two patient samples, however data for only one patient sample was provided. The initial result was 0.403 ng/ml and was reported outside the laboratory. The sample was repeated and the result was <0.300 ng/ml both on the same analyzer and on another analyzer at the site. The repeat result was considered to be correct. There were no adverse events. The tni reagent lot number was 16435001 with an expiration date of 09/30/2012. The field service representative determined the liquid level detection (lld) was misadjusted and he readjusted it. To verify the analyzer operation, he ran mechanism checks, quality control and precision testing. No errors were generated and the system performed within specifications.